Event description:
Event description boston scientific received information that this device had numerous stored ventricular tachycardia episodes and possible intermittent loss of capture. Additionally, the field representative noted low r wave amplitude. The patient was not symptomatic and there were no adverse patient effects.